Event description:
It was reported that the ventilator generated alarms indicating a low expiratory minute volume and high respiratory rate. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. On the reported event date aug 21, 2022, ventilation was started in prvc (pressure regulated volume control) mode. Several alarms were generated indicating a leakage in the patient breathing circuit or a disconnect situation; expiratory minute volume low, respiratory rate high, peep low and patient circuit disconnected. Successful pre-use check was performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Our conclusion based on evaluation of the logs and that no anomaly was found during investigation of the ventilator is that there was no ventilator malfunction at the time of the event.

Event description:
Manufacturer's ref #: (B)(4).